Event description:
There have been multiple problems with the introducer kits that require the seldinger technique. They fall into three groups:1) leading edge of peel-away introducer is flared which would likely cause injury if pushed into a vein (have seen twice).2) tip of dilator won't allow guidewire to pass. (This has happened around four times to several IV nurses, but visual inspection of kits reveals a non-circular opening in about 15% of dilators.) This results in a complete redo of insertion which can be difficult on some patients.3) handle on end of guidewire came off so that wire could not be removed properly (occurred once). This required a second insertion through the existing introducer.problem 1) no response yet.problem 2) problematic dilators come from a company called enpath. Hdc has sent dilators from a different company. They function the same way. Reportedly, hdc doesn't manufacture the dilators. They buy them from third parties: enpath and others. The enpath dilators were the ones that were having the problems. Another company's were offered as replacements so that the existing kits could still be used. They come in individual sterile packs.